Event description:
While placing the powerglide the nurse was having trouble threading the catheter. When she pulled the powerglide (device and catheter). It appears the wire wrapped around the needle.

Manufacturer narrative:
A lot history review (lhr) of rexc0924 showed no other similar product complaint(s) from this lot number. On (B)(4) 2014, investigation of returned sample shows improper procedure. This is a reportable event . Eval results: the complaint of a damaged catheter is confirmed and will be considered user related. Returned for eval is the delivery system for the powerglide catheter that includes the guidewire, introducer needle and the damage 10 cm catheter. Gross and microscopic examination of the complaint sample reveals a sharp bend and severe buckling in the quadraflex catheter material. In conjunction with the sharp bend in the tubing a sharp bend in the guidewire is observed. It should be noted the weld tip is unremarkable. Gross and microscopic examinations revealed multiple damaged sites to the catheter. Distal to the sharp bend the tubing is unremarkable including the distal tip exhibiting no damage. It appears the catheter started kinking on the wire subsequent to the catheter buckling. No wire breakage and no catheter shearing were observed during gross and microscopic examination.